Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had two reservoirs that leaked out of the bottom. The customer reported that insulin leaked past the second o-ring. Blood glucose level at the time of the incident was 146 mg/dl. The customer was advised that the reservoirs would be replaced but did not return the products for analysis.